Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was "warped where cartridge gets inserted." Additionally, it was reported that the usb port of the pump was observed to be damaged and that the pump battery was depleting quickly. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.